Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
Received info regarding a cartridge leak. The customer reports wiping the insulin from the septum, but it was still bubbling. The customer's blood glucose level was not impacted.